Event description:
Cool mist humidifier was being used overnight in our bedroom when I woke up to a strong burning smell, the kind that comes from a burned out electric motor. The humidifier had stopped working but the burning smell was strong and we were very concerned. The product was only 2 years old, but was no longer under warranty. I called the company to report it but all they could tell me was that it was no longer under warranty. Document number: (B)(4), report number: (B)(4). Retailer: (B)(4). Purchase date: (B)(6) 2014. I still have the humidifier but am not using it. I called the company ((B)(4)) to report.